Manufacturer narrative:
The subject device has not been returned to omsc but was returned to the service department of (B)(4) for evaluation. The service department of (B)(4) checked the subject device and confirmed that the flushing attachment of the subject device was damaged. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for the repair at the service department of olympus (B)(4), it was found that the flushing attachment (including the stopper and lever) of the subject device was broken and fragments had been fallen off. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there were the possibilities and causes for the reported phenomenon as follows; the cause of the event cannot be conclusively determined. Omsc presumed that inner diameter of maj-891 body became changed after shipment due to wear/deterioration on faying part to the stopper, causing the event. The former similar case had been reported from other facility. Wear in body was reported as an assumable cause. Stopper working of every plug is checked by final inspection in omsc, and defect in working can be detected in process. Accordingly, user handling after shipment was thought to be a cause of the event. Faying part of the body was molded, meanwhile the stopper side was metal. Materially, mold is thought being easier to change. We therefore presumed that the inner surface of the body became slightly worn and loosened due to repeated attachment/detachment of the stopper, causing the stopper fallen off. However, omsc cannot specify it. If additional information becomes available, this report will be supplemented.